Event description:
The nurse informed the regional manager of orthopaedics that when she handed on to the nurse of instruments they noticed that triathlon tibial baseplate broken ( bright-coloured plastic part). The operation continued ok, using another new 5520-b-400.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon baseplate was reported. The event was confirmed. It appears that this pack was dropped heavily on the damaged corner causing the flange of the outer blister on the corresponding side to snap off. Medical records received and evaluation not performed as this event relates to packaging damage and the component in question was not implanted. DHR review for the reported lot determined that the device was manufactured and packed to specification. Chr review determined that there were no similar events reported for the lot. It appears that this pack was dropped heavily on one corner causing the flange of the outer blister on the corresponding side to snap off.

Event description:
The nurse informed the regional manager of orthopaedics that when she handed on to the nurse of instruments they noticed that triathlon tibial baseplate broken ( bright-coloured plastic part). The operation continued ok, using another new 5520-b-400.